Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: (B)(4). The device was returned and the reported shaft detachment was confirmed. The reported difficult to position was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficult to position. The reported shaft detachment appears to be due to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during use a 4.00x15 mm nc trek balloon dilatation catheter (bdc) was inserted on the back end of an unspecified guide wire. Upon the initial push resistance was noted with the guide wire and the catheter separated outside the anatomy. The exact location of the separation is not known. Both pieces were simply withdrawn from the guide wire and a new same size nc trek bdc was used to complete the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.